Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿medes - failed hardware drawer in 2 central east / dc2c_ccu_e¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer 5 failed and showing device not detected on bus. The fse inspected the back of the drawer and immediately noticed that not all the lights were lit on the pyxibus control module board. The fse replaced the pyxibus control module board, then tested the drawer using the hardware test application. The drawer tested successfully and worked without issues. During dchu visual inspection: pn 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300 and capacitor c302. No evidence of fluid ingress or other anomalies were observed. During dchu testing: pn 151903-01: no testing was performed due to evidence of thermal damage observed on ic u300 and capacitor c302. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed hardware in drawer 2. User rebooted the pyxis, and after it turned back on it showed that all of the cubies in drawer 5 have failed. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the failure was due to thermal damage to component u300 and capacitor c302 on the full height cubie pmc board, resulting in communication failure and compromised cubie pocket functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5 was failed and showing device not detected on bus. A field service engineer (fse) inspected the back of the drawer and immediately noticed that not all the lights were lit on the pyxibus control module board. The fse replaced the pyxibus control module board, then tested the drawer using the hardware test application. The drawer tested successfully and worked without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed hardware in drawer 2. User rebooted the pyxis, and after it turned back on it showed that all of the cubies in drawer 5 have failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.